Event description:
In january 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an acromioplasty procedure, the screen detached from the tip of the device and was not retrieved.